Event description:
Covidien formerly tyco healthcare received a report from a clinical engineer that the unit locked up, and did not provide an audible alarm tone since the unit was in the alarm silence mode. Caller also stated that there is audio on the unit and the alarm silence button is working correctly. There was no pt harm reported and pt returned to a stable condition.

Manufacturer narrative:
The device associated with this report was requested back for eval, but it has not yet been received.